Event description:
Information was received that during use of this smiths medical cadd solis hpca pump, the pump was used to administer anesthetic to a patient in labor. Reported that the patient had an epidural placed around 1700. The patient did not have good relief with epidural, and the anesthesiologist was called to room to evaluate according to the report bolus was given manually in syringe by anesthesiologist and the patient became hypotensive and almost lost consciousness. The anesthesiologist treated the patient with two doses of phenylephrine and bp as low as 60's/30's, placed in trendelenberg and bolus given. It was reported that within one hour the patient had epidural placed in and had level of t3/t4 and decrease in bp, resolved without medication. The patient was asymptomatic and delivered shortly after. No error codes or alarms were reported. No additional adverse effects reported.